Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 140 mm. The aneuerysm neck was reported to be short and angulated. The patient has a history of atrial fibrillation and emphysema. It was reported that the physician pulled the device down; therefore, a 26 mm diameter x 3.75 cm length aortic extender cuff was placed. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine.